Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the guidewire was stuck in the lead, the lead appeared damage at implant and the lead was stretched. The analyst noted that it is apparent that when attempting to pull back the competitor guidewire, its coating became ensnared with the distal conductor. This caused a distortion of the filars and did not allow the competitor guidewire to be removed. The lead was damaged at implant.

Event description:
It was reported that the left ventricular lead had dislodged after implant. The physician planned to re-implant the lead, but during surgery failed to insert the guide wire into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.